Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the apex puncture at the ventricle was likely related to device manipulation (the guidewire perforated the ventricle). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report #2015691-2015-02899. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure.

Event description:
As reported through our (B)(4) affiliate, the patient died from a complication of a ventricular perforation during a transfemoral deployment of a sapien xt 26mm valve. As reported, post valve deployment, the patient presented hemodynamic instability associated with a pericardial effusion observed by echocardiography. The team converted to open surgery. A pericardiocentesis was performed to sufficiently drain the volume of blood and provide direct cardiac massage. A puncture lesion at the apex of the left ventricle was identified and surgically repaired, which was successfully sealed with surgical stitches. The patient experienced a ventricular tachycardia followed by irreversible asystole. Cardio pulmonary resuscitation was performed without success.